Event description:
It was reported that the 6600 system had poor image quality with vertical lines in the images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor was re-seated and the high voltage cable cover was replaced during the service call. The system was tested and found to be working as intended, and put back into service.